Event description:
It has been reported that the pt received a sulox head 32 's' 12/14 on (B)(6) 2012. On (B)(6) 2013, the pt felt a sudden pain on his right hip while he was turning. X-ray pictures taken on the same day confirmed that the sulox head broke. Due to breakage of the head, the pt underwent revision surgery on (B)(6) 2013 to change the head and the stem. Additional info: zimmer rep was made aware of the breakage on (B)(6) 2013. By the time, the report was received by complaint at zimmer (B)(4) ((B)(4) 2013), the pt already had his revision surgery done on (B)(6) 2013.

Manufacturer narrative:
The product will not be returned to the MFR as the implant was retained by the pt. The lot numbers were received for the devices, and the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the info provided. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).